Manufacturer narrative:
Initial reporter full address name of the customer is (B)(6). The subject device was received and evaluated at repair center (rc) olympus china . Device evaluation and inspection noted , during the inspection at rc, leak check found moisture inside the scope connector (s-connector). The error e315 was observed. After the scope was dried (aerated), the image restored to normal. Review of service repair history of this product noted the concerned product has not been repaired in the past year. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported the device exhibited an error e315 (error-scope error ) found during a regular maintenance. There is no patient involvement associated in this reported event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to water invaded scope connector while the user was handling the device which resulted in an abnormality of electrical parts occurred which led to displayed error message. The event can be detected by following the instructions for use (IFU) which state: ·inspection of the endoscopic image the event can be prevented by following the instructions for use (IFU) which state: ¿when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage.¿ ¿do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor field performance for this device.